Manufacturer narrative:
Concomitant medical products: 6935m62, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks after a generator change the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to a pocket infection. A new ICD system was implanted three days later. No further patient complications have been reported as a result of this event.